Event description:
It was reported that the pt experienced a loss of therapeutic effect. The loss of effect began after the pt 'felt horrible pain' when rising from a sitting position. The pt's physician believed that her leads had moved. Impedances were normal. Slight reprogramming was done. A lead revision was schedule for 2009.